Manufacturer narrative:
The device was not returned for analysis.. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to failure to advance the knot and unintended system motion include, but are not limited to, user pulled the suture loop (located at distal end of guide) instead of both suture ends when removing the device from the patient, knot tensioning angle not coaxial. Suture caught in the device and or patient anatomical condition likely contributed to the difficulty to remove the device. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an interventional peripheral vascular procedure with a 6fr sheath. Reportedly, after advancing the knot pusher to tighten the knot, resistance was noted when removing the knot pusher and the knot was also pulled back. An attempt was made to advance the knot again but was unsuccessful. The suture was intentionally cut for removal. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.